Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, multiple pockets in drawer 4.1 shown as invalid read and write error, when the user was trying to issue medications, which located on cgm4thaddrx. The customer attempted to recover storage space and rebooted the station as troubleshooting step, but the issue persisted. The customer reported that the issue occurred when the user was trying to issue medications to a patient. There were no delay, no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 29-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the drawer 4.1 had multiple pockets reporting invalid read/write errors. A field service engineer (fse) confirmed with the customer that the issue had been resolved. Inspection of the station showed no drawer failure icons present, and no further issues were reported. The system functioned as intended after the customer resolved the issue.